Manufacturer narrative:
The reporter indicated that the incident device will not be returned for evaluation. However, a representative sample is available and has been requested but to date has not been received for evaluation.  If the representative sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that they were preparing a vaccine to administer, they drew up the vaccine with a 5/8 syringe needle and changed the needle tip once drawn up to then administer to a child. Some leakage occurred around/from the needle hub of the safety needle. When the needle was changed, it was twisted to ensure that it was snugly attached to the syringe. Due to the leakage, the child was administered the vaccine again. There was no patient injury.

Manufacturer narrative:
Investigation results: the customer reported they were preparing a vaccine for administration, drew up the vaccine with a 5/8 syringe needle, changed the needle tip once drawn up and observed some leakage around/from the needle hub. When the needle was changed, it was twisted to ensure that it was snugly attached to the syringe. Due to the leakage, the patient was administered the vaccine again. There was no patient harm/injury reported. The device history record (DHR) for lot 025225 was reviewed and indicated no defects were found during production. A review of the entire DHR showed no manufacturing or inspection anomalies. A search of the complaint database shows that there have been no other complaints against the reported lot. A review of maintenance records (both corrective and preventive) and calibration records were reviewed and there were no issues. All scheduled maintenance and calibration activities were completed. There were no related process or material changes related to the reported condition for this product or describe changes that occurred. Process monitoring data was reviewed and no equipment issues related to this report were observed. A review of the machine¿s setup was conducted and did not identify any issues. The equipment was reviewed for malfunctions or issues that could have contributed to the reported condition, but no such issues were observed during the review. A search of the non-conformance database was conducted for potential issues related to the reported condition. There were no ncrs issued against this lot for related defect. One (1) unopened sample along with six (6) photographs were returned for evaluation. The sample was functionally tested and did not leak. The reported product issue was not confirmed. Prior to a lot being released, the lot must be deemed acceptable by passing inspections based on a validated sampling plan. Inspectors routinely examine a statistical sample, both physically and visually. The reported lot met all defined acceptance requirements and was released. There were no manufacturing issues related to the complaint issued for this lot and a specific root cause could not be determined based on available information. There¿s no indication of a systemic issue with the product or process, so a CAPA will not be issued at this time. This information will be utilized for trending purposes to determine the need for corrective actions.